Event description:
Half of jaw came apart in the middle of the case; new enseal opened.what was the original intended procedure?laparoscopic left hemicolectomy, possible open, possible ostomy.device #1is this a laboratory device or laboratory test?no.